Manufacturer narrative:
The customer elected to repair the iabp. He replaced the solenoid pcb (part number (B)(4)). The company rep spoke to the biomed on the phone and confirmed that the iabp was returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.